Event description:
It was reported that the artificial urinary sphincter (aus) previously removed due to the device did not perform as expected and the cuff eroded, leading to removal of the device in 2019. The patient experience urinary incontinence. The patient underwent a re-implant surgery and a new aus was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.